Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a device upgrade procedure to a biventricular device, when the physician inserted the proximal high voltage pin of the chronic right ventricular (rv) lead into the new cardiac resynchronization therapy defibrillator (crt-d) header, he reported that he felt something "give." When measuring the shock impedance, it was found to be low and out of range at 14 ohms in triad configuration. The shocking vector was reprogrammed to rv coil to can and with a shock impedance of 71 ohms. Boston scientific technical services (ts) was consulted and discussed the possibility of future issues with this lead and suggested additional testing. The field representative discussed the suggestions with the physician, however the physician opted to continue to monitor the patient via the remote home monitoring system. At this time the rv lead and crt-d remain in service and no adverse patient effects have been reported.